Event description:
As reported, the progel platinum cartridge broke while joining it to the housing. Per information reported, the or staff was familiar with the progel product and the hospital uses more than five products every month. Due to the issue, the product was damaged and unusable. It was reported that another product was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, the cartridge of the progel platinum broke when pressing towards the housing. The subject device has been discarded. Review of the photos provided confirms the reported event of glass break in set up. The most probable root cause may be a result of user device interface during set up, however without the sample definitive root cause could not be established. A review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.